Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that unknown locator fractured during placement of dental implant. Dentist removed implant and replace it with another implant in the same surgery.

Event description:
It was reported that the mount (sgiim4s) fractured during placement of dental implant. Dentist removed implant and replace it with another implant in the same surgery.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection with a navigator certain implant mount. A visual inspection revealed that the drive feature contained the fractured mount screw. The mount is noted to show signs of wear from use . No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. The mount and implant are not designed to be used together, as the mount hex is too big to fit into the certain internal hex feature of the implant. It is likely that the screw was assembled into the implant, and then sheared off when the hex did not engage the implant. The root cause is related to use error.